Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device would not coagulate the tissue. No further information was made available by the site. There was no pt injury.